Event description:
Pt was admitted to facility on 6/7/94. His diagnoses on the hosp transfer form were uti, copd, and old cva. Per the hosp transfer form, he was requiring the use of a vest when up in a chair. The transfer form noted that the resident was unable to move his left arm. His 6/94 history and physical noted "stroke in 8/92 on the left rolandic area leaving him with a right sided weakness." After coming to facility, it was attempted to use the least restrictive device with the resident, which was a velcro strap. The resident fell twice trying to get up on his own. He was then switched to a soft split quick release belt. The resident is out of bed daily to the chair with the assistance of the staff. The safety belt is in place when he is in the chair. The resident is restless at times and refuses to go to the dining room or to have the cubical curtain in his room left open. The resident is, reportedly, usually alert and oriented, with periods of confusion, depression and agitation. The resident has been noted on several occasions to release the belt independently as he feels that he can get up by himself. Cna stated that she had put the resident in the recliner chair with the safety device on at approx 7:20 am. She stated that she returned to his room at approx 7:35 am and informed him that she would be back in about 8:00 am to do his oral care. She said that he was fine at that time. At approx 7:45 am, while cna was in another room, she heard pt say, "I need my breather." She said that she would be there in a few minutes. Cna stated that she entered pt's room at approx 8:00 am and found him sitting on the floor in front of his recliner with the belt at his neck. His color was reportedly cyanotic. Cna stated that she immediately released the belt and eased him to a bent position on the floor. She summoned help. She stated that the resident was breathing. Two rns responded immediately and oxygen was started, with a rapid improvement in color. The resident was unresponsive. He was placed on a stretcher and transported to the ER and was met by his attending physician.